Manufacturer narrative:
UDI: (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. The batch review 3646624 showed that the devices were conformed to in process and finished goods specifications when released to stock the 10 oct. 2012. Expiration date: 2015-10 (according to retained labels). No non-conformance (nc) was opened. Evaluation statement the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, although one possibility, as suggested by the sales rep present at the case, is that the surgical technician used too much force when malleting the inserter of the anchor which resulted in the anchor breaking. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reported that one of his trunk stock gryphon p br anchors broke during insertion when the surgical tech hit the inserter with the mallet using too much force. The complaint device was removed and another like device was used to complete the procedure with no patient consequences.